Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the light guide fiber bundle inside the light guide post being broken off and missing occurred due to user error, improper handling and wear and tear. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer¿s reported problem was confirmed, the light guide fiber bundle inside the light guide post was found broken off and missing. The inspection also noted internal lens damage, the rigid outer tube is bent, corrosion on the connector pin and discoloration of the eyepiece rings. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer rigid telescope was returned to olympus repair center for a reported ¿light guide connector parts detached¿. It was reported the scope was inspected prior to use of an unspecified diagnostic procedure. No further information was provided by the customer. Upon inspecting, olympus identified the light guide fiber bundle inside the light guide post was broken off and missing. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken off / missing light guide bundle component.